Event description:
It was reported that two weeks after implant, the lead had oversensing, noise and a decrease of sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. The distal coil was removed, pin cap intermittency was checked. Nothing was observed within the lead that could be associated with the electrical complaints. Performance data collected from the device was analyzed. Interference/noise was noted as ventricular short interval count (v-sic) was 169.6 counts avg/day, in 9.37 days, between (B)(6) 2012 10:32:21 and (B)(6) 2012 19:28:40.